Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, the patient was injected with rha 4 in both cheeks on (B)(6) 2021. On (B)(6) 2021, the patient reported pain and redness on the left cheek. From the pictures received, the injector suspected a vascular occlusion. This same day, the patient was treated in the office with hyaluronidase and a nitroglycerin ointment. Despite reminders, it is unknown at the date of this report if symptoms are resolved.

Event description:
According to the received information, the patient was injected with rha 4 in both cheeks on (B)(6) 2021. On (B)(6) 2021, the patient reported pain and redness on the left cheek. From the pictures received, the injector suspected a vascular occlusion. This same day, the patient was treated in the office with hyaluronidase and a nitroglycerin ointment. It is unknown at the date of this report if symptoms are resolved.